Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable was not delivering energy. Hemopro 2 wand was engaged, it would intermittently beep and deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable was not delivering energy. Hemopro 2 wand was engaged, it would intermittently beep and deliver energy. A second vh-4030 was opened to the field and connected to the vh-4000. This resolved the intermittent energy delivery issue . The hospital did not report any patient effects

Manufacturer narrative:
Corrected sections: b5 event description - corrected event description; h6 device codes - corrected to reflect failure to deliver energy. (B)(4). The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. One end of the cable was observed to be detached from the cable and was not returned for evaluation. Due to the missing cable end, an electrical evaluation was unable to be conducted. Based on the returned condition of the device, the reported failure mode "failure to delivery energy" was not confirmed but was confirmed for the analyzed failure "break; cord" was confirmed. This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.